Event description:
N/a.

Manufacturer narrative:
Corrected fields: b2, h1. Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The scissors cev394b 3,5mm 360mm str (cev394b) was returned for evaluation: failure analysis: investigational findings found no damage on the instrument that could explain such an incident. The electrical safety test was performed and found to be compliant. Other damages were noted, unrelated to the reported issue: the sheath of the tube shows visible marks, the blades exhibit signs of friction and scratches, the movable blade was damaged at a specific point along its edge, and this last defect prevents the scissors from cutting properly. Root cause analysis: it is highly probable that the user was wearing damaged gloves, which allowed electrical current to pass through. The safety warnings and usage precautions outlined in IFU nt060 and addendum nt119 a were either not followed or only partially adhered to. Additional observations-marks and scratches observed on the sheath and blades are consistent with repeated use and cleaning over time. The instrument is 16 years old and has never been returned to integra-microfrance (imf) after-sales service for repair. This wear was considered normal. The damage to the movable blade likely resulted from cutting a material that was too hard and not suitable for the instrument¿s intended use. Electrosurgical instruments are designed for tissue removal and/or bleeding control.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11 corrected field: g4: PMA/510(k) #.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a laparoscopic hernia procedure, with the scissors cev394b 3.5mm 360mm str (cev394b), there was a "possible conductivity problem with the scissor, and the user had electrical shock." It was reported that the user felt an electrical shock on his thumb. Although the device was in contact with the patient, they were not injured, and a five-minute surgical increase was reported; however, the surgery was completed using another device.